Manufacturer narrative:
Zoll has not yet received the zoll platform in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During device check, the autopulse platform (sn (B)(4)) displayed a ua 45 (driveshaft not at "home" position after power-on/restart) error message. The user was unable to resolve the issue. No patient was involved with this event.

Manufacturer narrative:
The customer's reported complaint of autopulse displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error messages was confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The platform was tested for 15 minutes with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient and passed initial functional testing. Unrelated to the customer complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. Sticky clutch plate was deburred to address the issue. Review of the archive data indicated user advisory (ua) 45 error message around the reported event date. (Ua) 45 informs the customer that the drive shaft was not at "home" position when the platform was powered on. (Ua) 45 is the clearable error message and are designed into the platform to alert the operator that autopulse has detected one of several conditions. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).